Event description:
During set up using custom pack, pre-bypass filter was noted to leak. During the case the dialysis valve on the oxygenator had blood in it. They made sure the cap was tight; however, it still appeared to be leaking.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).